Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The suture of the first prostyle device was successfully pre-placed at the 10 o'clock position. Reportedly, the suture of the second prostyle device did not fire (suture did not connect with footplate) at the 2 o'clock position. The footplate was retracted (step 4) and the device was removed against mild resistance over the wire. The suture of a third prostyle device was successfully pre-placed at the 12 o'clock position. Hemorrhaging was noted requiring manual pressure and ultimately the sheath upsize to 16f to control the bleeding. The evar procedure was completed. The devices did not close as intended, the knots of the first and third pre-placed prostyle sutures were successfully advanced; however, hemostasis was not achieved. A hematoma was observed and the team processed to do a surgical cutdown. During the surgical cutdown there was common femoral artery wall tear as well as intimal tear and a portion of the footplate from the second prostyle device was found in the artery. Repair of the vessel and hemostasis was achieved with a surgical approach. There was a reported clinically significant delay in the procedure or therapy. Contralateral perclose devices worked without issue. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.